Manufacturer narrative:
As of the date of this reported, the mcs tip cover accessory involved with this complaint has not been located. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. In addition, the mcs instrument (part 470179-14; lot n10170427-0064) used during the reported event was used in subsequent da vinci-assisted surgical procedures with no reported issues. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure, the mcs tip cover accessory that was installed on the mcs instrument was found to be missing. At this time, the location of the missing mcs tip cover accessory is unknown. It is unclear if the mcs tip cover accessory fell inside the patient and was retained.

Event description:
It was reported that after completion of a da vinci-assisted nephrectomy procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on a mcs instrument was found to be missing. On 08/07/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr was not present during the surgical procedure. He did not know if the surgical procedure was recorded on video. He also did not know if the missing mcs tip cover accessory actually fell inside the patient during the surgical procedure and was retained. According to the csr, the surgical staff performed an unspecified scan on the patient but the mcs tip cover accessory was not found. No post-operative complications have been reported.